Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of pacing capture during deployment) in addition to severe annular calcification contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the deployment of a 26mm sapien xt valve via the transfemoral approach, pacing capture was lost, resulting in the embolization of the valve into the aorta and landing in the sov. During the tavr procedure, a sapien xt valve was introduced and pre-positioned 50:50 aortic/ventricular (a/v). During valve deployment, pacing capture was lost for three distinct beats, resulting in the aortic movement of the valve. The valve landed ¿squarely¿ in the sov. Initially, post valve deployment, the rca and lca were visualized. However, within seconds, the patient vf arrested. CPR was initiated and the patient was placed on bypass. A second xt valve and delivery system (ds) were prepared and deployed 50:50 a/v in the annulus. A 25mm gooseneck snare was introduced through a jr4 guiding catheter and the first valve was snared and pulled aortic. The rca immediately re-profused and nsr was established. Multiple attempts were made to pull the xt valve into the descending aorta, but the valve could not be positioned beyond the beginning of the arch. The valve was noted to be unstable and a second gooseneck snare was introduced to stabilize the valve. A sternotomy was performed and the first valve was surgically removed. The sternum was surgically repaired. The patient was weaned off of bypass and the cannula sites were surgically repaired. The patient was transferred with the temporary pacing wire in place. In the early hour of postoperative day (pod) 1, the patient returned to the or for a cold foot due to the surgical repair of the cannula site. The patient expired on pod2. No other information is available concerning the patient¿s death. It was perceived that the loss of pacing capture during valve deployment caused the first valve to embolize into the aorta. The patient¿s native annulus measured 22mm by transesophageal echocardiogram (tee). Severe annular calcification and mild aortic root calcification were noted.